Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited high impedance and the wire could not be inserted into the lead completely. The lead was removed and replaced. The patient was in stable condition.